Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. On the same day as the event onset, the patient was hospitalized for cloudy effluent. The cause of the event and treatment details were not reported. At the time of this report, the patient was not recovered. Extraneal and physioneal therapies were ongoing. No additional information is available.